Manufacturer narrative:
(B)(4). Device evaluation: the lens was not returned to the manufacturer; reportedly the site lost the lens. A product investigation was not possible. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints related to the production order was conducted and revealed that no other complaints were opened. Production controls include the proper ensemble is completed in each sub-assembly, no gap between the nut and the plunger wings allowed; all parts were present on the assembly and the push rod was securely placed into the assembly. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens to include use with the preloaded delivery system. Based on the manufacturing records review, historical complaint review and non conformance, exception report reviews, there was no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the doctor was inserting the intraocular lens (iol) into the patient's eye, something was wrong with the instrument and the doctor could not implant the lens properly. The lens was removed and the back up lens implanted. No further information was provided.